Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), the trailing haptic became stuck in the injector while the leading haptic and optic were already deployed intraocularly. Using the service incision, the haptic was carefully freed with a micro manipulator. Once the iol was positioned within the capsular bag, a small zonular rupture was observed from 8 to 10 o'clock temporally. This indicated a zonular fragility. Following the procedure, the patient showed no signs of inflammation postoperatively (on day one and day five). The lens remained well-centered within the capsular bag, the pupil was round, ocular pressure was normal, and the overall outcome was satisfactory. A definitive assessment was scheduled for on (B)(6) 2025. Through additional information, we learned that no medical or surgical interventions were performed to address the zonular rupture. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted, give date: na - the lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.